Manufacturer narrative:
Per -166 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted following receipt of additional information. No adverse event has been reported. The initial reporter to corin vigilance has confirmed that this event did not impact the patient. There has not been a malfunction or deterioration in the effectiveness of a corin device. It was reported that a size 7 to 9 unity keel punch was missing from a unity instrument kit and instead there were two of the smaller size 1 to 3 provided in the set. This event is reported due to the increased risk of fracture should the incorrect size device be used. Corin have provided a size 7 to 9 unity keel punch to the hospital and the extra size 1 to 3 has been returned to corin. Please note: this report is filed with the FDA due to an event experienced with a product that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a unity instrument kit did not have all sizes of the unity keel punches.